Manufacturer narrative:
A lot number was not provided therefore a lot history review could not be performed. Additional info has been requested. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was damaged (haptic was bent) during insertion into the eye. The surgeon enlarged the incision to remove the damaged lens and sutures were placed. The lens that was used during this event is reported under 1119279-2012-00118.